Manufacturer narrative:
Upon receipt of the avp2 delivery wire, the end screw and approximately 0.5 inches of the wire were found missing from the distal end of the wire. The damaged end of the wire indicated the wire was fractured in torsion. During manufacturing, this device's delivery wire lot underwent a series of inspections and tests to confirm proper function, including simulated use by attaching and detaching a thread gage to the delivery wire end screw. Review of manufacturing documentation confirmed successful completion of these inspections. The device was used prior to expiration. Review of the medical records and images by agas medical consultant resulted in the following findings: in order for the patient to undergo stent graft for aaa, the patient underwent placement of an avp2 into the internal iliac artery to occlude it. Unfortunately, the avp2 moved from the internal iliac artery and during maneuvers to re-capture and re-position it, the delivery cable fractured with final avp2 position in the aneurysmal part of the artery. The avp2 was left in place and the stented graft was placed over the avp2. Two still images were provided. One showed a completely deployed avp2 with broken cable attached to the avp2 and the second image showed the stent graft covering the avp2. According to agas medical consultant, the following conclusions were drawn: the patient expired because of other causes. Despite the complication of the cable fracture during maneuvering of the avp2, no obvious complication resulted from leaving the avp2 and part of the delivery cable in the aneurysmal artery.

Manufacturer narrative:
When device analysis is complete, a supplemental report will be submitted.

Event description:
According to the initial information received, the right, internal iliac artery was occluded as part of an aaa stent graft procedure using a 12mm amplatzer vascular plug 2 (avp2) and terumo destination sheath on (B)(6) 2011. The physician tried to reposition the device but the sheath tip had slipped back into the eia, so recapturing the avp2 was not possible so the decision was made to deploy the avp2 in the original position. When the physician attempted to remove the sheath, the avp2 pulled out of position and lodged in an aneurysmal section of the artery. Using fluoroscopy, a short length of the delivery cable was seen still attached to the device as the cable had fractured. The avp2 was left within the aneurysm and covered with a stent graft. According to new information received on (B)(6), the physician was not concerned about the final position of the avp2 as there was good blood flow above and below the aneurysm. The patient, however, died as a result of the procedure although the physician does not believe the avp2 position or damaged delivery cable wire were related to the patient's demise as the patient was already very ill prior to the procedure.